Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is presumed that the air compression was caused by the compressor which led to condensation. Additionally, it was considered that combination of outside air temperature, humidity, air pressure, and the status of the connection of the connecting tube caused the amount of water vapor in the compressed air to reach saturation, which led to condensation. Subsequently, the water traveled through inside of the hose and accumulated in the filter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocesor exhibited water flowing back into the air filter and when the air filter was removed, water drips out. The issue occurred during reprocessing. There were no reports of patient harm.